Event description:
It was reported that a pt underwent a sling procedure on an unk date. During the procedure, after passing the device through the abdomen it was noted that the tip was cracked. The surgeon had secured device before passing. The procedure was completed with the same device and there were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - trocar sheath splits / cracks / brakes. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.